Event description:
It was reported to boston scientific corporation that a cre dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct. According to the complainant, during the procedure, dye was injected into the balloon to dilate the ampulla however it leaked and spread throughout the bile duct and in the opening of the ampulla. This was absorbed by the tissue causing inflammation and enlargement of the ampulla. It was suspected that there was a hole in the balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional details regarding this event have been made, however no information has become available. If any information is received, a supplemental MDR will be submitted.

Manufacturer narrative:
(B)(4) balloon pinhole. A visual examination revealed that no wingtool was present on the balloon. The balloon was relaxed and deflated. Water was injected through the balloon and pinhole was present 6.6cm from the distal end. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and directions for use (dfu) showed the device was used according to its label. The reported event of balloon pinhole was confirmed as a pinhole was present 6.6cm from the distal end. The most probable root cause of this event is operational context as due to some procedural factors (e.g. Torturous anatomy) encountered during use, performance of the device was limited.